Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with nine remaining clips. No visual abnormalities were observed with the instrument. The photo depicts the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. Twisted clipping was done when the surgeon clipped the inferior mesenteric artery (or inferior mesenteric vein). Nothing fell into the patient's cavity. Stopped using the device and opened another. There was no patient harm. The status of the patient is no problem.